Event description:
On (B)(6) 2023, hero health has been notified through a third party that a user dispensed 4 unscheduled pills. A person informed hero health that the user passed away. No further information was provided ragrding the adverse event. After investigating the device logs hero engineers were unable to identify any device malfunction and the unit was operating as programmed by the end user.

Manufacturer narrative:
The device was programmed by the user and was operating as expected, per device logs history review. No device problem found. The hero device should not be used by a recipient of medication who is incapable of verifying the accuracy of each dispensed dose (such as those suffering from dementia or other cognitive or physical impairments) unless pill dispense accuracy is being verified, in each instance, by qualified person(s) trusted by the medication recipient, i.e. A caregiver, a healthcare aide, and/or a healthcare professional. The medication recipient (or a trusted qualified person) must always verify that the types of pills and number of pills dispensed by the hero device match the prescribed or desired dosage before ingesting the contents of the pill cup. The hero device should not be used to dispense medicines that have high dosage sensitivity, that have a narrow therapeutic window, that are used to treat acute conditions or that are used to treat life-threatening events. Even though the hero device is capable of successfully and accurately dispensing most whole pills loaded into the device on most occasions, hero cannot guarantee the accuracy of medication dispensed during every dispense cycle due to the potential for human error and/or mechanical and software limitations or failures.

Manufacturer narrative:
The device was programmed by the user and was operating as expected, per device logs history review. No device problem found. The hero device should not be used by a recipient of medication who is incapable of verifying the accuracy of each dispensed dose (such as those suffering from dementia or other cognitive or physical impairments) unless pill dispense accuracy is being verified, in each instance, by qualified person(s) trusted by the medication recipient, i.e. A caregiver, a healthcare aide, and/or a healthcare professional. The medication recipient (or a trusted qualified person) must always verify that the types of pills and number of pills dispensed by the hero device match the prescribed or desired dosage before ingesting the contents of the pill cup. The hero device should not be used to dispense medicines that have high dosage sensitivity, that have a narrow therapeutic window, that are used to treat acute conditions or that are used to treat life-threatening events. Even though the hero device is capable of successfully and accurately dispensing most whole pills loaded into the device on most occasions, hero cannot guarantee the accuracy of medication dispensed during every dispense cycle due to the potential for human error and/or mechanical and software limitations or failures. Return of the device was requested however the customer failed to return it after multiple requests. As a result, no physical evaluation will be completed.

Event description:
On 7/20/2023 hero health has been notified through a third party that a user dispensed (B)(4)unscheduled pills. A person informed hero health that the user passed away. No further information was provided ragrding the adverse event. After investigating the device logs hero engineers were unable to identify any device malfunction and the unit was operating as programmed by the end user.